Event description:
While on pt, ventilator started giving the following alarms: o2 concentration high, paw high, regulation pressure limited, expiratory minute volume: low, peep high, peep low, high continuous pressure, apnea. Noticed unregulated air flow. No pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.